Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto rmt. Other companies devices that used in this study: niobe es, rmn niobe ii, steerable catheter (inquiry, st. Jude medical, inc.) And a flexible quadripolar catheter (medtronic, inc.). (B)(4). The device is not returned to bwi

Event description:
This complaint is from a literature source. It was reported that 726 patients with paroxysmal atrial fibrillation (paf) and persistent af (peraf) underwent catheter ablation guide by remote magnetic navigation from january 2009 and april 2015. Among them, one patient had arteriovenous fistula in paf group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿efficacy and safety of atrial fibrillation ablation using remote magnetic navigation: experience from 1,006 procedures.¿ the purpose of this study was to assess the procedural outcomes of catheter ablation guided by remote magnetic navigation (rmn) in a large cohort of patients with paroxysmal atrial fibrillation (paf) and persistent af (peraf). Suspect device is a navistar thermocool rmt, however catalog and lot number is unknown.